Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. No report of patient involvement. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported a system malfunction error during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.